Manufacturer narrative:
Product event summary; the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular lead impedance was 983 ohms at implant and had a lifetime maximum of 1458 ohms. Data counters shows 20 open circuit/high impedance paces with successful unipolar paces.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a few weeks of implant the right ventricular (rv) lead was unable to capture at high outputs and sensing was not reliable. It was also noted that the lead had high impedance and it was suspected that the lead had been placed in the coronary sinus at implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.